Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. The catheter was returned without a guidewire inserted. A test guidewire was inserted through the catheter without difficulty. No resistance was felt. Deployment of the catheter to basket and flower was functional with no unusual resistance noted. No tissue or foreign matter was noted on the catheter or in the sterile pouch. Based on the available information, the investigation findings were unable to confirm the reported guidewire entrapment.

Event description:
It was reported that a farawave 31 mm during procedure for a pulmonary vein isolation to treat an atrial fibrillation, presented issues with the guidewire. First groin access was gained, transseptal puncture was achieved, the transseptal sheath was exchanged for the faradrive sheath, and then the farawave catheter was inserted for ablation. Pulmonary vein isolation plus posterior wall ablation was done and then the physician began to map the left atrium using the farawave sheath while also touching up on some spots as he saw fit. In the middle of the post map, the physician said the wire was very difficult to retract, instructions were given to feed more wire into the left atrium just in case tissue was trapped between wire and catheter tip. Extending the wire was also difficult. Physician was able to deploy into flower, but the wire was still giving trouble. The farawave was removed and a new farawave was opened to finish mapping and do some final touch up ablations. The wire was very difficult to insert and retract the entire way through the catheter. After the farawave was removed, the wire was removed on the back table and re-inserted, but resistance still occurred. The procedure was completed successfully, no patient complications. The farawave catheter was returned for laboratory analysis. It was further reported that heparin was given pre and post transseptal. There was no heparin drip, but the act was kept above 300 for the entire case. Imaging used were ice and ensite map. No tissue at the tip of the catheter seen. A new guidewire was used with the new catheter.

Event description:
It was reported that a farawave 31 mm during procedure for a pulmonary vein isolation to treat an atrial fibrillation, presented issues with the guidewire. First groin access was gained, transseptal puncture was achieved, the transseptal sheath was exchanged for the faradrive sheath, and then the farawave catheter was inserted for ablation. Pulmonary vein isolation plus posterior wall ablation was done and then the physician began to map the left atrium using the farawave sheath while also touching up on some spots as he saw fit. In the middle of the post map, the physician said the wire was very difficult to retract, instructions were given to feed more wire into the left atrium just in case tissue was trapped between wire and catheter tip. Extending the wire was also difficult. Physician was able to deploy into flower, but the wire was still giving trouble. The farawave was removed and a new farawave was opened to finish mapping and do some final touch up ablations. The wire was very difficult to insert and retract the entire way through the catheter. After the farawave was removed, the wire was removed on the back table and re-inserted, but resistance still occurred. The procedure was completed successfully, no patient complications, both devices the farawave and the merit medical inqwire rosen guide wire will be returned. It was further reported that heparin was given pre and post transseptal. There was no heparin drip, but the act was kept above 300 for the entire case. Imaging used were ice and ensite map. No tissue at the tip of the catheter seen. A new guidewire was used with the new catheter.